Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the pedicle probe has no visible numbers, to verify screw length. The rod cutting to be used is disarmed, a hammer was used to take the piece of bar that would be used in the patient, the piece came out completely scratched and warped. The surgery time was extended for thirty (30) minutes. There was no patient harm. This is report 2 of 2 for com-(B)(4).